Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "IV tubing primed with levophed and left in alaris pump channel for greater than 24 hours without use. Patient became hypotensive and alaris pump channel restarted. Second drug (vasopressin) started due to hypotension. Patient pressure declined and staff discovered levophed was not infusing. Tubing was removed and found to be fused together. Alaris pump did not alarm or provide indication that IV medication was not infusing. New line and drug started on same channel and pressure improved."

Manufacturer narrative:
Additional information : report source, imdrf annex a & g codes.

Event description:
A report was received from health canada's canada vigilance program which states, "IV tubing primed with levophed and left in alaris pump channel for greater than 24 hours without use. Patient became hypotensive and alaris pump channel restarted. Second drug (vasopressin) started due to hypotension. Patient pressure declined and staff discovered levophed was not infusing. Tubing was removed and found to be fused together. Alaris pump did not alarm or provide indication that IV medication was not infusing. New line and drug started on same channel and pressure improved."